Event description:
A home pt (hp) contacted baxter's technical service center regarding homechoice (hc) therapy and reported a reload set 163 alarm. Per the initial report, baxter's technical service rep (tsr) assisted the customer during the initial contact. The hp stated that he reloaded a new cassette and bags and when he opened the cassette door, the solution came out. Tsr advised the hp of what the reload set 163 meant and why the solution came out the cassette when he opened the door. The tsr advised hp to call at the time of the alarm. The hp resumed therapy at priming. The peritoneal dialysis registered nurse (pd rn) was contacted. The nurse was aware of the incident. The nurse stated that the pt had loaded the cassette in the machine, completed the set up, and had started priming. A reload set 163 alarm was received. The pt stopped priming and opened the homechoice cassette door. The cassette was leaking. The nurse stated that the cassette was "broken" and had a tear of some sort. The pt discarded the cassette and started over with new disposable supplies. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Per the pt's nurse, the sample was discarded.